Event description:
Initial swan ganz catheter placed at 1535 hrs via a right internal jugular approach. Only one passwas required. The jugular vein was dilated using an introducer & an 8 french product from another co. The introducer system was inserted & through this a 7.5 french balloon tipped pulmonary artery venous infusion port thermal dilution catheter was inserted. The balloon was inflated, the catheter was advanced on several occasions into the right ventricle & on 2 occasions it was ultimately advance to what was clearly a pulmonary wave form. Wedging could not be accomplished. The catheter was removed because of failure to obtain adequate wave form. When the catheter was removed the balloon was noted to have been ruptured & possibly displaced. A popping sensation had been felt prior to withdrawl of the catheter. The other co's product was immediately aspirated for approx 30ccs of blood & no particulate matter was embolization. A new catheter was inserted with ease.